Event description:
Paramedics responded to a suicide by hanging, undiscovered for an unk period of time. The device was connected to the pt with disposable defibrillation/ECG electrodes and diagnosed as in pea vs. Vfib. The device was used to transfer energy to the pt twice at 200 joules but, according to the reporter, the device did not deliver energy to the pt. This opinion is based on the statement that the pt did not "jerk" and no transfer sound was heard, although the scene was described by the reporter as "noisy." The pt was not resuscitated but the reporter indicated the alleged device malfunction did not cause or contribute to the pt's death because of a long downtime.